Event description:
A power-on-reset (por) condition was reported and the patient was unable to adjust stimulation with the patient programmer. The patient was not able to clear the por condition. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3093-28, lot # v041102, implanted (B)(6) 2007, explanted unk; programmer model 3037, serial # (B)(4).

Event description:
Additional information showed the patient no longer had any concerns with their device system.